Manufacturer narrative:
The device was not returned for evaluation as the customer refused the return. Review of the provided x-ray images were unable to confirm any broken bones or that the nail had disassembled. The provided images were not taken during or after the removal procedure, but during the overall distraction process. The reported event occurred during the removal process. A root cause of the reported event is unable to be determined. It is unknown if the difficult removal was the cause of the broken bones. Bone quality is unable to be assessed on plain images (especially fluoroscopic images) and it was not reported that the patient had poor bone quality. Device history review (DHR): a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods. Labeling review: general potential adverse events and complications: as this is a major surgical procedure, there are known complications associated with orthopedic surgery such as bone fractures, nonunion, delayed union, malunion, premature healing (consolidation), decrease in bone density due to stress shielding, inadequate screw fixation, difficulty with nail or screw removal, early or late infection that may result in the need for additional surgeries, damage to blood vessels or nerves, deep venous thrombosis or pulmonary emboli, acute local inflammatory response, loss of sensory and/or motor function or paralysis, pain, abnormal sensations, and/or permanent deformity. Cautions: device should be removed after implantation time of no more than one year.

Event description:
No additional information was provided.

Event description:
Information was received a removal surgery took several hours and all 3 nails broke and multiple bones fractured. The patient needs to be in a wheelchair for 6 weeks and all the fractures were treated conservatively. Complaint 3 of 3.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Corrected section: d2- device product code.

Event description:
No additional information provided.